Event description:
Procedure performed: thp anterior. Description of event: surgeon uses the anterior approach, with use of the hr004. Mentioned that the sheet sometimes tears at the seam when using the broach. Additional information received by company rep. Via e-mail on 28jun24: tear was at the seam. Malfunction happened during the broach phase. Broach, reamer, hohman retractors used with alexis. No particulation. Intervention: used it with the tear. Patient status: ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation

Event description:
Procedure performed: unknown. Description of event: surgeon uses the anterior approach, with use of the hr004. Mentioned that the sheet sometimes tears at the seam when using the broach. Intervention: unknown. Patient status: unknown.